Event description:
It was reported that the patient (pt) reported confusion for 3 days. Date of test (B)(6) 2024. Actions taken to resolve the event included reprogramming the neurostimulator on (B)(6) 2025. The outcome is resolved without sequelae (B)(6) 2025. The event resulted in the following, in-patient hospitalization, emergency room visit, and unscheduled clinic or office visit. The etiology is probably related to the device or therapy, and not related to the implant procedure. The final programming date and time for most recent interrogation prior to event was (B)(6) 2024 at 10:45:00. Per clinic note, pt explained that they had a brain fog and they think that they acted inappropriately towards a staff member but when he went to apologize the staff member said that never happened. Pt cannot differentiate between dreams and reality. It has not happened before. There were no falls, no excessive choking episodes while eating, no hallucinations (maybe he saw a bug), delusions or paranoia. Pt was also admitted to ed for less than 24 hours in september with reports of confusion for 3 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that there was just an emergency room visit from the patient.